Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacture for investigation. Additionally, the user facility could not duplicate the reported error; therefore, the exact cause of the reported issue could not be conclusively determined. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action); faulty foot switch (temporary error); faulty foot switch (temporary error, faulty reed contact); defective cable connection between hvps board and generator board (temporary or permanent error); defective hvps board (permanent error); defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The biomed at the user facility further reported that the subject unit was tested with the original footswitch and the unit functioned properly and the error message did not occur. The biomed stated the footswitch could have been depressed by the user when the error occurred. The investigation is ongoing; therefore, the root cause of the reported issue/ malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical technician at the user facility that the user reported an e433 restart error with the high frequency electro-surgical generator unit during preparation for use. The user replaced the unit with a similar generator for the procedure and this unit was obtained for troubleshoot. No patient involvement or harm was reported. The biomed was unable to recreate the e433 error. However, the biomed will test the unit again with the original footswitch to see if the footswitch needs to be repaired.